Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-14655. It was reported that the patient presented experiencing an infection. A transesophageal echocardiogram was performed and vegetation was noted on the atrial and right ventricular leads. The pacemaker system was explanted and the patient was in stable condition.